Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled and ejected the remaining clips due to the jaw condition. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device clip scissored and clips fell out of the jaws of the instrument. It also occurred that clips were placed but they did not ligate the tissue properly, so they had to be removed or fell off. An el5ml was used to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).